Manufacturer narrative:
The investigation determined that lower than expected, vitros tsh results were obtained from 11 different patient samples tested using vitros tsh reagent on a vitros 5600 instrument when compared to non-vitros tsh methods. The assignable cause of the event is unknown; however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros methods cannot be ruled out. There was no indication the vitros 5600 instrument or the vitros tsh reagent malfunctioned.

Event description:
The customer complained that lower than expected, vitros tsh results were obtained from 11 different patient samples tested using vitros tsh reagent on a vitros 5600 instrument when compared to non-vitros tsh methods. Sample 1 result: 0.10 miu/l vs expected 1.97 miu/l. Sample 2 result: 0.21 miu/l vs expected 0.42 miu/l. Sample 3 result: 0.04 miu/l vs expected 0.10 miu/l. Sample 4 result: <0.015 miu/l vs expected 0.08 miu/l. Sample 5 results: 0.07 and 0.073 miu/l vs expected 1.85 miu/l. Sample 6 results: 0.10 and 0.088 miu/l vs expected 1.60 miu/l. Sample 8 results: 0.20 and 0.216 miu/l vs expected 2.39 miu/l. Sample 9 results: 0.40 and 0.417 miu/l vs expected 3.98 miu/l. Sample 10 result: 0.28 miu/l vs expected 3.24 miu/l. Sample 11 result: 0.20 miu/l vs expected 2.39 miu/l. Sample 12 result: 0.40 miu/l vs expected 3.98 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The result obtained from patient sample 1 was reported outside of the laboratory, however the physician questioned the result and no treatment was given, changed, or withheld. The results obtained from patient samples 2 - 6, and 8 - 10 were not reported outside of the laboratory. There were no allegations of patient harm as a result of these events. This report is number five of five MDR's for this event. Five 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).